Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection showed it is in two pieces with approximately 5 cm of the lumen still attached to the hub, with the remaining lumen section making up the second piece. The device was evaluated by medcomp engineering. Their investigation showed the hub to lumen juncture appears to be fatigued, and the lumen appears to have been twisted. They also observed the lumen is broken approximately 5-6 cm from the hub and approximately 1 cm above the cuff. The broken ends both appear to neck down (taper). This is a typical indication that the catheter had been stressed by displacement to the point of lumen fracture. It is determined the cause of the failure was excessive or unintended manipulation of the catheter and not manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient presented psychomotor agitation and soon after, part of the ruptured catheter was found per insertion.